Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. B3: unknown date. D6a: unknown date in 2015. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 10 years post initial left total knee arthroplasty (tka), the patient required a bone scan as the knee replacement was shoeing signs of wear. The patient also stated that they had dealt with infections and may have to cancel the bone scans due to financial challenges. Revision was scheduled. No further information is available at this time.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.